Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A neurosurgeon reported to a company representative that she performed a vns explant due to pocket erosion. The device was hanging out of the pocket, per the surgeon. The patient was given antibiotics. Additional information from the neurosurgeon's office indicated that the patient's skin had eroded on its own without manipulation, and the generator was visible at the skin. Only the generator was removed. The device history records were reviewed for the generator and indicated that the generator was sterilized according to specifications. No additional relevant information has been received to date.